Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and back pain. The cause of peritonitis was unknown. One day before peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (2gm/every 5 days/intraperitoneal/ discontinued) and ceftazidime injection (1gm/once daily/intraperitoneal/ discontinued) for peritonitis. At the time of this report, the patient was recovered from the events and was discharged from the hospital. Pd therapy was ongoing. No additional information is available.